Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Puncture the injection port with the locking connector and 4.1 cm of catheter were returned for evaluation. Upon visual inspection, it was observed that the actuator ring from the injection port was returned in locked position, hooks were deployed. Locking connector was in locked position. Biological debris was observed around hooks and actuator ring. Upon visual microscopic evaluation, it was observed that the septum was punctured 11 times. It was also noted that the catheter was punctured one time. This puncture was localized at 2 cm from the tubing connection. A blockage test was performed on the injection port with a successful result; no blockage was found, a leak test was performed on the injection port and the catheter returned for evaluation with an unsuccessful result, leak was found on catheter, where puncture was observed during the microscopic evaluation. A review of the instruction for use (IFU) was performed with regard to band tubing leakage. It was noted that damage to tubing during band adjustments may occur if the huber needles are introduced without identification of port placement via palpation or fluoroscopy. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process. It was also noted that band/balloon are 100% leak tested prior to release, therefore it is unlikely that a manufacturing issue contributed to the reported event.

Event description:
It was reported by the customer that post implant a realize adjustable gastric band, there was a leak near the port one inch at the junction of the tubing which appears to be a needle stick injury found during replacement. The patient had seven adjustments prior to the discovery of the leak on (B)(6) 2011. "Ultra-vesed" was replaced to perform fill on (B)(6) 2011. The approximate volume in band at the time of port replacement was 7ccs. All adjustments were performed by the surgeon. The patient had presented with complaints of hunger and a five pound weight gain. The patient is good now.